Event description:
It was reported that the user experienced an alert 38 indicating a motor stall, described as consecutive stalled motor events, after a recent supply change; the user confirmed correct supply change order, performed a successful dry run, and was advised to perform a full supply change using new cartridge, adapter, and infusion set components from specified lots before proceeding unassisted. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no need for medical intervention. Investigation included user interview, review of use steps, and functional verification via dry run. Investigation of this case revealed that the device responded with a motor stall alarm consistent with a pump drive interruption, with no device damage identified and no replication of the stall during the dry run; the issue was managed through supply replacement and re-setup. It was concluded, based on previously established findings for similar reports, that the cause was likely inconsistent flow or transient occlusion related to disposable components or setup, with no confirmed device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.